Event description:
This critically ill patient was admitted with septic shock. It was reported that the catheter was inserted into the patient via the left subclavian and sutured in place. Subsequently, an x-ray was performed confirming that the central venous catheter was in place in the subclavian, but no landmarks were noted on the x-ray report. High dose vasopressors were infused through the catheter. It was reported that the patient was agitated and moving around in bed. At some point during the admission, while the presep catheter was still in place, the patient suffered a cardiac arrest and CPR was performed. Another x-ray was done, confirming a "central line present". It was not noted on the x-ray report whether it is was properly in place. It was reported that the patient had an automatic implantable cardioverter defibrillator (aicd); however, it was unclear by the report if it was already in place or implanted during this hospitalization. Several days later, the catheter was noted to be infiltrated, resulting in tissue necrosis. The patient later died from septic shock, not related to the incident with the presep catheter. Risk management at the hospital reported the event because they wanted to confirm whether or not the product had a defect. The product has been returned and evaluated and no defect was found.

Manufacturer narrative:
One presep oligon 16cm 8.5f catheter was returned to edwards for analysis. The catheter was received with an non-edwards (arrow) suture loop and box clamp attached butted up to the backform of the presep catheter. Leak testing was performed on the catheter and all through lumens and there was no leakage observed. Visual examination of the catheter body found no damage other then slight indentations under the suture loop and box clamp. There were no sutures found attached to the backform or arrow box clamp. The inner and outer diameters of the catheter tip were measured and found to be within specifications. A device history record review could not be performed as the product lot number was not provided. The hospital is performing a root cause analysis to determine the cause of the incident. The event is not believed to be caused by the product. The edwards lifesciences sales representative was asked by the hospital's risk management to return to the hospital and rein-service the ER and ICU physicians and nurse on this product. This was done several days later after the event occurred.